Event description:
It was reported that during a gastric bypass procedure, they opened total of two devices and three other devices during the case. One device failed and two other devices failed. The other device would not fire. They suspect lock out device and firing through the firing trigger bump, but can't confirm. There were no pt consequences. Unk how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Damaged anti-backup and lockout. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed 2 unformed clips due to an antibackup failure and formed 10 conforming clips. The device did not lock out as intended. The instrument is designed to lock out when all the clips have been fired. The instrument was disassembled and the antibackup was found damaged and the lockout posts were noted to be broken which denotes the lockout had been fired through. If the firing trigger is forced open before the firing stroke is completed, the anti-backup will become stripped. The instrument must be fired until the trigger meets the handle to ensure the clip being applied is fully formed. After the firing stroke is completed, the trigger will return to the open position. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record review was performed and no anomalies were found during the manufacturing process.